Event description:
Left heart catheterization done and right coronary artery angioplasty attempted. The stent balloon became tight across the guide. When guide and the balloon were removed through the sheath the stent slipped over the balloon catheter. This was noted to be located on the wire itself. After the balloon catheter and the guide catheter were removed, a snare was utilized to grab the stent over the wire and was brought up to the right common femoral artery. Surgical consult obtained to do arteriotomy to evacuate stent. Emergency exploration done for removal of foreign body in right common femoral.